Event description:
Piece of reamer broke off in patient, left in him (2mm in size). During the gamma nail repair for hip fx (fracture), a flexible reamer broke. Most of the reamer head was removed, a 1 - 2mm piece of the reamer head is in the intramedullary canal. The risks outweigh the benefit of removal of the broken piece of reamer.